Event description:
It was reported that during a total laparoscopic hysterectomy and the tissue pad fell off the clamp arm into the patient. The tissue pad was retrieved using graspers and a second device was used to complete the case with no consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.